Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were missing their label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: additional phone numbers were reported as follows: (B)(6). E1. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photos showed a tube with no labels and a tube with multiple labels. Additionally, a total of 30 retained samples underwent a visual inspection for label defects and missing labels, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: double label and missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were missing their label. No adverse impact was reported regarding the patient or user.